Manufacturer narrative:
The manufacturer was unable to conduct an investigation as the patient remains on going on vad support. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 1 month. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced an audible and visual pump stoppage alarm while asleep at home. The patient's event history reflected that the driveline was disconnected, however, the patient denied knowledge and stated being asleep when the event occurred. The patient had gained weight since being implanted and there was a concern for pump migration. It was known that the patient had a known hemolysis that has since resolved. A data log file was submitted to the technical services team for review and analysis. One pump stoppage event and two low speed advisories were observed in the log. The vad team reviewed the internal and external driveline x-rays and there was nothing out of the ordinary captured. The x-rays were not provided to the technical service team for review. The patient was sent home on an ungrounded patient cable and has not experienced any alarms and is doing well at this time. At discharge, the patient's international normalized ratio values were within normal limits. No further action will be taken with the patient at this time. No further information was provided.